Event description:
It was reported that the patient has expired. No further details were provided. The date of patient's death, implant duration, and cause of death remain unknown.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The patient also had another device implanted; (B)(4). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/21/2010 and 09/28/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and there were no nonconformance found related to this event.